Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08760 inches. No under delivery anomaly or over delivery anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had under delivery. The blood glucose level was 15.3 mmol/l at the time of incident. The current blood glucose was 8.2 mmol/l,27.1 mmol/l. Customer treated with manual injection. Customer was assisted with troubleshooting. Customer stated that there were no air bubbles. Insulin pump passed displacement test. Customer was assisted with high pressure test and found that bubbles were in the tubing. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The insulin pump will return for the analysis.